Event description:
The patient stated that on (B)(6) 2019, she attached the v-go on her stomach but it did not stay on. The patient mentioned that she is very active, works in a farm and sweated a lot yesterday from the high temperatures.